Event description:
It was reported that pump displayed continuous glucose monitoring error and customer experienced issue with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, and after reset error did not recur and sensor session was successfully started; no additional information was received regarding any further outcome.